Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The motors, controller, and joystick were returned for evaluation, however subsequent testing could not verify the complaint. The controller and joystick passed functional testing, and both motors operated properly during the bench test, running in the proper directions.

Event description:
Dealer states when the joystick is in forward it goes reverse, in reverse it goes forward, right goes right, left goes reverse.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states when the joystick is in forward it goes reverse, in reverse it goes forward, right goes right, left goes reverse.